Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
The filter basket of the spiderfx device broke off the wire near the filter opening while caught on the end of a stent. The anatomy was highly tortuous, which made the exchanging of devices and balloons very difficult. Eventually a wire and catheter were passed beyond the spiderfx and when efforts to snare it were unsuccessful, a self-expanding stent was placed and the spiderfx was pinned behind the stent thus opening the lumen.

Manufacturer narrative:
A medwatch form (reference mw5058767) along with additional information from the hospital explaining the event was received. The information reported: (B)(6) male with severe atherosclerotic disease of the aortic arch. During attempted retrieval of the filter, the filter became lodged in the distal aspect of the stent and the wire fractured from the filter device. Access was then regained adjacent to the filter in through the stent and a second stent was deployed trapping the filter outside of the stent against the wall of the carotid artery. This was then angioplastied with an 8mm balloon. A completion angiogram was performed of the cervical and intracranial carotid arteries. The sheath was removed and hemostasis was achieved with manual compression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.